Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear of the tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - approximately 20 years ago. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.